Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 55 mg/dl and out-of-range duration of about two hours, after which the user discontinued the system and considered a return before later deciding to try the device again. Symptoms included dizziness, sweating, and confusion. Outcomes included self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included review of user-reported event details and device use context. Investigation of this case revealed no reported device alarms beyond standard high/low glucose alerts and no reported hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.